Event description:
A pt implanted with a clavicle plate about a year ago was involved in a mountain bike accident and bent the plate. Pt was returned to the operating room for removal of the bent plate and unk revision.

Manufacturer narrative:
Investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.